Event description:
This lead was explanted and replaced due to noise. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 45 cm proximal to the lead tip. A distal lead fragment was returned and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular approx. 33.5 cm proximal to the lead tip the lead body was found squeezed and deformed. In this region the insulation was rubbed through and the lumen structure was severely damaged. These findings can be considered as the root cause of the clinical observation of noise as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason, we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.